Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device external paddle set was charred. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips, the device external paddle set was charred. The device was reported to be in use. However, no direct adverse event to the patient or user was reported.